Event description:
Consumer called to report reading very high and very low. Analysis run on clark error grid using mean avg. Reading (168) as reference point vs. Bd readings (31, 304) yielded some data points in the c range of the grid, outside acceptable limits.